Event description:
During a remote follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. Lead insulation damage was suspected but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.